Manufacturer narrative:
Results pending investigation.

Event description:
Unspecified date: patient presented to facility for an unspecified reason. A patient urine specimen was collected in a speckled bd tube with preservatives and was tested on the fisher sure-vue hcg stat serum/urine cassette kit. A positive result was obtained. Another patient urine and serum specimen were collected in yellow tubes with no preservative and retested on the fisher sure-vue hcg stat serum/urine cassette. Both the urine and serum specimen provided negative results. A confirmatory quant serum hcg was ordered and a negative result was obtained. An emergent CT scan was ordered for the patient, however, it was delayed for 1 hour due to the false positive result while the physician was waiting for the results of the confirmatory serum quant hcg. Patient was diagnosed with a 1.7 cm r ovarian cyst. Customer states no adverse patient outcomes occurred. Preservatives in the speckled top tube are: sodium propionate 94% co-methylparaden 5.6% chlorhexidine .4% delay of a medical procedure due to a false positive hcg result will be considered moderate. If the procedure to be conducted is critical to the patient's health, medical professionals will proceed regardless of the pregnancy. Although no adverse patient outcomes occurred, as the customer indicates the CT scan was emergent and was delayed for 1 hour due to the false positive result, a serious injury MDR will be filed.

Event description:
Clarification on sequence of events: (B)(6) 2021: 21:36 a yellow non-preservative bd urine tube was sent to the lab for qualitative hcg testing. Results were as follows: urine sample result was negative, control line was visible, background was white 23:05 a speckled preservative bd urine tube was sent to the lab for qualitative hcg testing. Results were as follows: urine sample result was positive, control line was visible, background was white. 23:05 a red top bd serum tube was sent to the lab for qualitative hcg testing. Results were as follows: serum sample result was negative, control line was visible, background was white. 23:05 a hcg quantitative result was performed on a serum sample. Result was <1.20 miu/ml (negative result is <5.0 ,miu/ml) (B)(6) 2021: 17:54 a yellow non-preserved bd urine tube was sent to the lab for qualitative hcg testing. Results were as follows: urine sample result was negative, control line was visible, background was white.

Manufacturer narrative:
Updates: b5: clarification of sequence of events b6: clarification of sequence of tests d4: UDI added d9: updated to "no" h3: although devices were requested, they were not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples and low-hcg standards. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, case details indicate that the reported false positive result was obtained using a urine sample that had been placed in a collection tube that contained preservatives. The preservatives identified (sodium propionate, co-methylparaden, and chlorhexidine) have not been assessed for interference with this assay. For more information, please see the interfering substances section of the package insert. Per the package insert, a urine specimen must be collected in a clean and dry container. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Updates: d9: updated to "yes"; date returned to manufacturer: 10/25/2021. H3: updated to "yes." Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples and low-hcg standards. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. However, case details indicate that the reported false positive result was obtained using a urine sample that had been placed in a collection tube that contained preservatives. The preservatives identified (sodium propionate, co-methylparaden, and chlorhexidine) have not been assessed for interference with this assay. For more information, please see the interfering substances section of the package insert. Per the package insert, a urine specimen must be collected in a clean and dry container. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.